Event description:
On (B)(6) 2025, the patient reported via email that they had undergone knee surgery involving arthrex implants. The patient stated they have experienced persistent swelling and discomfort at the incision site despite adhering to post-operative care instructions. The symptoms have not improved.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.